Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 staple could no longer be moved after an error message appeared (flashing orange light) and subsequently could not be manually unpinned. Both jaws were still open and the reload had not been initiated. The stapler could not be closed using the handwheel either. We were unable to use the emergency key. With some force, we were finally able to unpin the stapler. The procedure was completed with no reports of patient harm, adverse outcome or injury with a delay less than 15 minutes. No fragment fell into the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws became mechanically jammed during the procedure. No patient injury, tissue damage, unintended tissue removal, or bleeding occurred. The issue was resolved by replacing the stapler, and the procedure was completed successfully.